Event description:
Pt was admitted with 24% tbsa burn, 4% partial, 20% full-thickness to the hosp 8 days prior to event date after being found in a burning apartment. Pt was intubated on site. Enrolled in the study 6 days prior to event date, and 8 pieces of transcyte placed over face, scalp, neck, back, and upper extremities. Pt expired on event date after family requested dnr. Pt had multiple comorbidities including inhalation injury, copd, seizure disorder, chronic anemia, and glaucoma. The physician in charge stated that the pt expired due to the extent of their injuries, multiple system organ failure, and inhalation injury, not related to wound or product use.